Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: it's noticed that leakage at catheter junction during infusion.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9168746. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally closer inspection of the submitted device identified a small hole in the extension tubing. A review of the manufacturing process could not identify any opportunities to manufacture a device with this kind of damage. Further all manufactured devices are subjected to occlusion testing prior to release; this test is able to identify this kind of damage. Based on these findings, the root cause for this complaint could not be associated with the manufacturing process at the conclusion of our review.

Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: it's noticed that leakage at catheter junction during infusion.